Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead had dislodged. It was suspected that the lead was too short for the implant position and replaced it with a longer lead.